Manufacturer narrative:
At this time, no additional information has been communicated. If new details are received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this lead 'broke' during extraction attempts of two other leads; additional surgical intervention necessitated to remove the lead segments. It was reported the chronic lead had been inadvertently fractured by the physician during extraction attempts. No further adverse effects were reported.